Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating their wife found their programmer and they now need a rep to jump start their implant. Patient does not have a current managing hcp; agent emailed physician listing and sent email to the field. MRI tech reports the spinal cord stimulator (scs) is "no longer functioning and the lead has shifted." Caller said the patient (pt) has not used the scs for years.

Event description:
Caller inquired about hip MRI scanning guidelines for patient whose ins was "not functioning correctly to where it won't recharge." Caller also commented that patient had this same issue when they came in for an MRI 3 years ago. Caller did not know event date or name of managing hcp. Agent reviewed MRI scanning guidelines and suggested patient follow-up with managing hcp for device evaluation and to fill out MRI eligibility form. Pt called back to clarify MRI guidelines. Pt reported they stopped using therapy because it never covered the correct spot. Pt then stopped recharging the implant because it takes 4 hrs to charge and pt was too busy. This is the 2nd time that ins is in possible overdischarge. Pt also lost their programmer and needs to have an MRI. Reviewed info, discussed options. MRI facility told pt they will accept the eligibility form. Pt does not follow up with any hcp. Pt asked who their surgeon was. Provided the name. Pt will call hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.